Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus of the programmer screen was not lining up with where it activated the screen. Troubleshooting steps were taken to resolve the issue including attempting to run the calibration program but the user was unable to select the appropriate area on the screen to launch it. An alternative programmer was expected to be used to resolve the issue. There was no patient involvement reported.